Event description:
A manufacturer representative (rep) reported electrode impedance tests of the right lead revealed low impedance during stage 2. Impedances were shown as follows: c <(>&<)> 2 = 360 ohms, c <(>&<)> 9 = 350, c <(>&<)> 10 = 336, c <(>&<)> 11 = 526, 8 <(>&<)> 0 = 474,8 <(>&<)> 10 = 492, 8 <(>&<)> 11 = 695, 9 <(>&<)> 10 = 439, 9 <(>&<)> 11 = 668, and 10 <(>&<)> 11 = 586. It was stated that the lead may have moved since implant on (B)(6) 2016, with a revision planned. Cerebrospinal fluid was also seen around the right lead. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.